Manufacturer narrative:
Correction: device return to manuf .?, device eval by manufacturer? Additional information: imdrf annex a, g, b, c, d grid, remedial action required, remedial action #. Omit: a07 - electrical /electronic property problem (1198), b17 - device not returned, c20 - no findings available, d15 - cause not established. See manufacturer narrative.

Event description:
It was reported that the device had keypad issue and error code 210.6020 in log. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had keypad issue and error code 210.6020 in log. There was no patient involvement.